Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 80% to 5% while the customer was showering. The customer's blood glucose level was not impacted. Reportedly the pump later charged to 100% and the customer would continue to use the pump for insulin therapy.